Event description:
It was reported that brakes were not functioning to specification. No adverse consequence were reported.

Manufacturer narrative:
A service technician evaluated the stretcher and concluded a combination of wax build-up on the casters and degraded brake ring vinyl coating due to impact damage (customer misuse) resulted in the reduced braking force. The unit was repaired and returned back to service.